Event description:
During a device replacement procedure, it was noted that there was insulation damage on the atrial lead. Electrical values were normal. The lead was explanted, and the patient was stable with no adverse consequences.